Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 1 of 2, distal femoral arthroplasty revised due to tumor progression. The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites "two (patients were revised) for tumour progression". No further information is available.